Event description:
It was reported that during the processing of a compounded sterile product (csp) lot, a single cadd unit was found to contain an extrinsic blue and black polyacrylic fiber particulate. The specific root component lot could not be identified, as the unit was retrieved from a combined staging of components. There was no patient involvement or reported harm.

Manufacturer narrative:
Possible lot numbers: 6176737, 6101900. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.